Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery with 75% stenosis, mild calcification and moderate tortuosity. The 3.5x28mm xience skypoint stent delivery system (sds) was advanced without resistance; however, ruptured upon inflation at nominal pressure. The stent remained on the balloon when the sds was removed. A non-abbott stent was used to continue and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported material rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other procedural devices or interaction with lesion calcification and tortuosity. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided, a definitive cause for the reported material rupture cannot be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.